Event description:
Stryker arthroscopy pump malfunction resulting in high inflow pressures. This led to significant distention of the shoulder and third spacing of fluid and ultimately resulted in the need to cease the arthroscopy portion of the case and convert to an open repair. Plan was for our arthroscopic repair. Approximately 13 minutes into arthroscopy, it was noted that the shoulder had become quite tense. Placement of a spinal needle to localize creating a portal resulted in extravasation of fluid from the skin upon removing the spinal needle. Despite the pressure readings on the pump being normal, and despite attempts at decreasing the inflow pressure to the minimum possible, the shoulder continued to show extravasation of fluid to the point where I was concerned about the safety of continuing with arthroscopy due to the pressure on the soft tissues. At that point, the arthroscopic instruments were removed from the shoulder. Team examined the arm, there was significant soft tissue tension and swelling on the shoulder to the very proximal aspect of the brachium. There was no significant swelling into the inferior brachium or forearm. The patient had a bounding radial pulse. Despite this, concerns and suspected a malfunction of the pump, decided to convert to an open repair of the rotator cuff in order to prevent any complications from over pressurizing the shoulder with fluid, such as compartment syndrome, etc.